Event description:
A patient underwent a revision surgery on (B)(6) 2019 due to infection after the primary surgery on (B)(6) 2019. During the revision surgery, the size 10 cemented humelock ii stem, the 135/145 36/+3 humeral cup, the 24mm baseplate, and the 36mm centered glenosphere with screw were explanted, along with the accompanying screws. They were replaced with a 32mm size 10 humelock reversed stem, a 36mm centered glenosphere with screw, a 36/+6 standard humeral cup, and accompanying screws.